Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer over corrected, and experienced a low blood glucose (bg) level of 57 mg/dl. To treat the low bg level, the customer consumed food. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. Multiple attempts were made to follow up with the customer about over correcting; however, the customer did not provide any additional information.